Event description:
The patient reported that the ok button was sticking for about one year; the patient stated that the other buttons would stick as well but not as often and would sometimes did not respond with the first press. The patient confirmed that the keypad is intact. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. All of the keypad buttons required multiple button presses and excessive force in order to elicit a response. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.